Event description:
Health professional reported that after injection with juvederm ultra plus xc tsk us, in the glabella and nasolabial folds, the patient experienced "redness and swollenness." Benadryl and a medrol dose pack were used to prevent worsening of the symptoms.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Device evaluation summary: batch number h30l805280 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.